Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to fill tubing multiple times during the load process. The contact reported a blood glucose (bg) level of 246 mg/dl. However, the contact reported that the bg level is typical when the customer wakes up due to a "normal occurrence" of an infection and menstrual cycle. The bg level was addressed with a bolus via the pump. The cartridge was successfully loaded to address the event.